Event description:
Information was received that during use of this smiths medical cadd extension sets, leaking was noted. It was reported that patient when home with cassette filled with 5fu for infusion over 4 days. The patient later called and reported pump leaking in the bag. According to the report, the label on the cassette was damp and the black bag that holds the pump and cassettes had a dry white powder film on it. The pump displayed 7ml left in the pump. The reporter stated that the pump was discontinued, and cassette inspected but could not find any punctures or cracks. The report also stated that no leak was observed. No reported adverse effects.

Manufacturer narrative:
Additional information received that there was no patient or clinical injury.